Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the material meets product specifications. Result the returned unused seventy-one head sets were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the headset of the infusion set is leaky between the self-adhesive and the cannula housing. Patient reported having concerns only with this lot number. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.